Event description:
It was reported that the main roller pump slowed down and is starting and stopping a lot. There were no adverse consequences to the pt reported as a result of this event note: the date of the event was not reported.

Manufacturer narrative:
Eval in progress, but not concluded.